Event description:
It was reported that the patient was having pain at the ipg site. The physician believed that it was due to a scar tissue from a previous revision wherein a competitive ipg was swapped to bsn ipg. The patient was given lidocaine patches and was doing well.